Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported when the patient was charging it read no device found. The patient went back to charging twice a day as a result and it seemed to work better. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found no issues with rtm charging the ins. Insulation is pulled too far out of rtm donut. Scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient was charging the ins it never went above 70-80% and recharger got really warm. No symptoms were reported. Additional information was received from a friend/family member). It was reported that they received the replacement recharger (rtm) and the ins was not charging. The caller and patient were walked through passive recharge mode, and confirmed that they were recharging with excellent on the screen (70% for the ins, 90% for the controller). The caller called back saying they got the ins charging when they just called, but then after the call the same thing happened as before. The caller said the ins battery got to 70%, but then kicked off and said "low charge". The caller said the patient tried again and they recharged for a few minutes before recharging kicked off again. The caller was asked to clarify the "low charge" screen, and the patient said it was "poor recharge quality". A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received rom a consumer regarding the patient. The patient has been having difficulty syncing his patient controller to the implantable neurostimulator. The recharger is not connected when he has issues syncing. When the patient unlocks his patient controller in the morning, it takes 3-4 tries before it will sync with his implantable neurostimulator and show the group/program screen. The patient was able to sync to the implantable neurostimulator on the first attempt at the time of the report. The patient was not certain if an error message appears when the patient controller is not able to sync to the implantable neurostimulator. There were no patient symptoms or complications reported. Additional information was received. It was reported the patient had two recharger replacements and the patient was still having trouble with charging the implant. The caller stated on (B)(6) 2020 it took an hour to get to 70% and another 35 minutes to get to 100% at excellent recharging quality. The patient had to reposition the recharger for a long time before able to charge the ins and received no device found. The caller was able to connect to the implant with and without the recharger while on the call, the controller showed the ins 100% and the controller was 80% charged. It was confirmed the patient had no fall or trauma. It was reviewed if the ins/device had moved or shifted it could affect the external device connection and it was recommended the patient consult with their healthcare provider. It was reviewed the external devices seemed to function as designed.